Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00130. It was reported that the pacemaker dependent patient presented to the hospital for lead extraction and an upgrade to cardiac resynchronization therapy defibrillator (crt-d). Upon interrogation, episodes of mode switch due to atrial lead noise were observed. Insulation anomaly was observed on both ra and rv leads caused by suture tied to leads not using suture sleeves. The leads were explanted and replaced without complication. The patient was stable.

Manufacturer narrative:
A partial lead measuring 42.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.